Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was sent that showed the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6113874. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the rubber sleeve over the needle of the bd vacutainer® multi sample blood collection needle did not recover after use. This resulted in blood leakage. No injury or medical intervention reported.